Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported his sensor readings have been inaccurate, causing his insulin pump to go into false threshold suspends. He also reported a no delivery alarm. Customer's blood glucose is 269 mg/dl. Customer could not complete troubleshooting for the threshold suspend mode because he had to go. Nothing further reported.